Event description:
Before 1995, I had 20/600 vision. I had rk in 1995 (8 cuts to each eye with an astigmatism). On (B)(6) 2012, I noticed that I needed readers, but they were not effective. I visited several eye drs. Since, I visited each dr at a different time of the day, I ended up with several prescriptions (all different). For price and convenience reasons, I only filled 3 of the prescriptions. I change glasses during the day. Besides the problem with changing, finding glasses, fluctuating vision, etc. I never see well, but as a teacher with a need for distance and close-up vision, it's a huge problem. Rk knife/surgery. FDA safety report ID# (B)(4).